Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned ICD underwent a status interrogation. The device status was eos, which had been activated on (B)(6) 2020, four weeks after the explantation of the implant. The charge drawn from the battery was checked and turned out to be not as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was analyzed and proved to be inconspicuous. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were analyzed. During the measurement of the battery voltage, a discharged battery was confirmed. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, a damaged insulation was detected. This damage enabled an increased battery-internal self-discharge, which, in turn, led to the clinical complaint. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be free of defects.

Event description:
It was reported that the device was explanted approx. 51 months after implantation due to premature battery depletion (eri).